Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 5 of 5. Reference MFR report#1627487-06323, reference MFR report#1627487-06293, reference MFR report#1627487-06294, reference MFR report#3006705815-2016-00636. It was reported the patient developed an infection approximately a year ago at the right occipital site which subsequently moved to the ipg site. Reportedly, the patient received consistent physician monitoring for the issue including oral antibiotics, IV antibiotics and surgical wound care. Consequently, the entire scs system was explanted on (B)(6) 2016 due to the patient no longer required it after medications resolved her pain. As such, the patient will continue routine oral antibiotics per physician protocol. Note: both occipital leads are being reported as its unknown which lead was affected.